Event description:
A falsely elevated troponin I result of 22.85 ng.ml was obtained. The result was reported to the physician who questioned the result. The same sample was tested on an alternate instrument and a result of 0.01 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no adverse health consequences to the patient as a result of the falsely elevated troponin I result. Instrument data was not available to investigate this incident. A dade behring technical assistance center representative indicated that the most likely cause for the falsely elevated troponin I result was hm wash probe.